Manufacturer narrative:
As of 11/14/2025, retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b6 of this report for further details. As of 12/01/2025, unused returned product was submitted to the lab for testing with no defects noted. In addition, aso reviewed records of biocompatibility tests with no issues noted. Refer to section b.6 of this report for further details. The following sections were updated: b6, g2, g6, h2, and h6. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received on october 21, 2025, the consumer stated that she had a biopsy and used the waterproof strong strip bandages to protect the wound. However, she stated that water entered the wound while she was in a hot tub, raising concerns for an infection. On a follow-up message received on october 23, 2025, the consumer stated that the incision had become red and was spreading. On october 24, 2025, she contacted aso stating that she had an appointment scheduled with her doctor regarding her incision. However, she was planning to see the doctor sooner because her incision had now become red and the redness was spreading. On the completed consumer information report (cir) received on november 11, 2025, the consumer specified that water entered the wound around the short sides of the tape area. She confirmed that the skin became red and she required dermatologist treatment. The consumer stated that the issue was with the short sides of the tape area and that the symptoms did not resolve after she stopped using the product.

Manufacturer narrative:
As of (B)(6) 2025 retained samples were submitted to the lab with no defects noted. In addition, aso reviewed records of satisfactory biocompatibility tests for this type of product with no issues noted. Refer to section b.6 of this report for further details. UDI notes: the expiry date is not present on the device label.

Event description:
On the initial report received on (B)(6) 2025, the consumer stated that she had a biopsy and used the waterproof strong strip bandages to protect the wound. However, she stated that water entered the wound while she was in a hot tub, raising concerns for an infection. On a follow-up message received on (B)(6) 2025, the consumer stated that the incision had become red and was spreading. On (B)(6) 2025, she contacted aso stating that she had an appointment scheduled with her doctor regarding her incision. However, she was planning to see the doctor sooner because her incision had now become red and the redness was spreading. On the completed consumer information report (cir) received on (B)(6) 2025, the consumer specified that water entered the wound around the short sides of the tape area. She confirmed that the skin became red and she required dermatologist treatment. The consumer stated that the issue was with the short sides of the tape area and that the symptoms did not resolve after she stopped using the product.